Manufacturer narrative:
The event date has been approximated to (B)(6) 2014, when the patient had visited the hospital due to discomfort and bladder stone formation. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). Problem codes 1987, 1750, 2422, and 2348 capture the reportable events of bladder perforation, erosion, obstruction and injury to utilized the event of bladder stone that required transurethral bladder lithotripsy. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: patient code 2422 "obstruction" has been added to capture the reported event of stone formation.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall, p-ivs and transvaginal tape procedure performed on (B)(6) 2012. According to the complainant, after the procedure, on (B)(6) 2014, the patient visited another hospital due to discomfort in the lower abdomen, and a bladder stone was pointed out. On (B)(6) 2014, the patient underwent transurethral bladder lithotripsy and had follow-up observation, but stone formation repeated with mesh exposed in the bladder. Reportedly, on (B)(6) 2016, a transvaginal bladder stone removal was performed and currently, the patient undergoes stress urinary incontinence treatment.

Manufacturer narrative:
The event date has been approximated to (B)(6) 2014, when the patient had visited the hospital due to discomfort and bladder stone formation. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall, p-ivs and transvaginal tape procedure performed on (B)(6) 2012. According to the complainant, after the procedure, on (B)(6) 2014, the patient visited another hospital due to discomfort in the lower abdomen, and a bladder stone was pointed out. On (B)(6) 2014, the patient underwent transurethral bladder lithotripsy and had follow-up observation, but stone formation repeated with mesh exposed in the bladder. Reportedly, on (B)(6) 2016, a transvaginal bladder stone removal was performed and currently, the patient undergoes stress urinary incontinence treatment.